Manufacturer narrative:
Patient information was declined by the site. After the case the driver was examined and the field rep noticed that the star portion was excessively worn and causing the driver not to engage the screw correctly. Patient information and medical records were unobtainable as the rep was not allowed to be provided with this information at this facility. The device was discarded and unavailable for evaluation.

Event description:
A medtronic representative reported that during a spine fusion procedure l4-5 tlif, the driver was not holding the screw tightly. The procedure was completed with navigation and no reported delay or impact to the outcome of the patient.